Event description:
The pt called lfs alleging that their fasttake meter was reading inaccurately erratic. The pt reported blood glucose results of 62 mg/dl, 178 mg/dl, and 198 mg/dl with a lifescan meter, performed within 10 minutes of each other. The pt neither alleged harm nor experienced injury or medical intervention. Based on the control solution results, there is an indication that the product malfunctioned. And that the events meets the crireria for a medical device reportable. The meter, test strips, and control solution wrer replaced.